Event description:
An orsiro drug-eluting stent system was selected for treatment. The stent dislodged inside the artery. Further information has been requested. No event date, size, or lot number were provided.

Manufacturer narrative:
Only the product name (i.e. No size, no lot, no ref) and an event description were provided. No event date was reported. The complaint instrument was not returned. Therefore, no complaint investigation could be performed.